Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kv controller board, cpu, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.